Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that two pumps were exhibiting alarming with a pharmacy mixed remodulin, smiths medical, cadd medication cassette attached. It was reported the pump started beeping with no message on the screen. Per reporter reservoir volume was 27.7. No adverse patient effects were reported. No additional information is available at this time